Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The flexor ansel guiding sheath was returned for investigation with the 0.038" endhole dilator inserted. The 0.018" endhole dilator was also returned, and was still in the sealed inner package. Photographs were taken throughout the physical examination and are located in the attached files of the complaint. Biomatter was present on the dilator taper and sheath distal tip at the damaged section. No damage was noted to the 0.038" endhole dilator tip. The 0.038" dilator was removed from the sheath, and additional biomatter was noted on the dilator shaft once it was removed. The sheath tip was examined and no tears or frays were observed. Dried biomatter was present on the wrinkled section of the tip. Therefore, the sheath tip was wiped clean for further examination. The distal edge of the sheath was wrinkled, but no tears or frays were found. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that, prior to patient contact, while being prepped on the back table, it was noted the end of the sheath was allegedly frayed/split. As a result, another device was used for the procedure. No adverse events to the patient were reported.